Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right-side deflation. The device remains implanted.

Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported right-side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis the final assessment is: deflation: a crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve. And - a striated edge opening on radius side assessed as surgical damage. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.